Event description:
It was initially reported that a pt had a pump refill earlier in the day on (B)(6) 2011. The rat was increased from 960 mcg to 11,983 mcg of fentanyl ("lead drug") per day. In the physician's opinion, the rate of fentanyl was mistakenly increased to 11,983 mcg/day instead of an intended dose of 1,983.0 mcg/day. The physician was requesting that the pt's pump be stopped. A MFR rep honored the physician's request, and stopped the pump on (B)(6) 2011. Other pump drugs and rates were described as the following: clonidine (899.0 mcg/day), bupivacaine (36.0 mcg/day), and baclofen (599.0 mcg/day). It was later reported that they were having problems keeping the pt's blood pressure up. No pump troubleshooting was performed, since "it seemed like a programming error". The system was not planned to be explanted. The pt's outcome was reported as being unk . The pump infused lioresal.

Manufacturer narrative:
(B)(4).